Manufacturer narrative:
Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed the lead had oversensing. Five ventricular non sustained tachycardia episodes less than 220 ms average the ventricular cycle on (B)(6) 2011 in the timeframe between 15:46:28 and 15:47:13. Please note this is the day of death as well. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An event was received that indicated the patient with an implantable cardiac defibrillation system had died. Manufacture's representative went to the funeral home to interrogate the device and shut it off so it could be given to the family. Reported by the family the patient was outside shoveling and collapsed. The paramedics came patient was taken to the hospital where they was pronounced dead. The interrogation showed that the patient went into ventricular tachycardia and ventricular fibrillation the device shocked the patient appropriately, however the patient's rhythm was very erratic and was unable to be rescued. The representative stated two doctors who were involved in the case and had no allegations toward the device. The patient was cremated, no autopsy was performed and the family received the device. Upon analysis of the save to disk from the interrogated right ventricular lead subsequently tested out of specifications.